Event description:
On (B)(6) 2014, the patient contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 600 mg/dl with vomiting associated with a leaking cartridge. Reportedly, the patient discontinued insulin pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient fell on the pump and cracked the cartridge. The cracked cartridge was not noticed prior to use. This complaint is being reported because, the patient allegedly experienced hyperglycemia related to use error in using a cracked cartridge.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.